Manufacturer narrative:
Additional information: solenoid 46 was returned to beckman coulter for investigation, and bench testing of the solenoid revealed no issues associated with the solenoid.

Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and replaced the cam plate and cassette guide to resolve the "cassette label no read" errors. The fse also discovered a defective solenoid 46 and proceeded to replace the solenoid. The fse verified the repairs as per established procedures and results met published specifications. Results: cam plate and cassette guide. (B)(4).

Event description:
The customer reported obtaining "cassette label no read" errors from the lh 500 hematology analyzer. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched to the customer's site and was unable to get the instrument to pass startup when turned off and on.